Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, there were two varices. They were able to successfully release a band on the first varix, however, when attempting to put a band around the second varicx, three bands were deployed instead of just one band. They were able to complete the procedure with the original device without any further complications. The patient passed away later in the evening of (B)(6) 2013, due to hepatic failure; the exact date could not be confirmed. The physician confirmed that the patient¿s death was not related to the speedband superview super 7 device, or the procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, there were two varices. They were able to successfully release a band on the first varix, however, when attempting to put a band around the second varix, three bands were deployed instead of just one band. They were able to complete the procedure with the original device without any further complications. The patient passed away later in the evening of (B)(6) 2013, due to hepatic failure; the exact date could not be confirmed. The physician confirmed that the patient's death was not related to the speedband superview super 7 device, or the procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
(B)(4).